Event description:
It was reported that during an open pancreatoduodenectomy, the 1st device became to be activated intermittently with both min and max buttons. In the 2nd device, it kept being activated without pressing the buttons on the (B)(4) table. After that, the 1st handpeice was replaced with the 2nd handpeice , but the event continued. Eventually, the 3rd handpeice was used to complete the case. There were no adverse consequences to the patient. "Fc".

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Device a was returned in good condition. The device was tested with a generator and was functional. No continues activations were noted during testing. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b was returned in good condition. The device was tested on a gen04. When functional testing was performed, the device did not continuously activate when the min and max buttons were pressed and released. However, it worked properly with foot switch assembly. The instrument was disassembled and damaged was found to the flexible circuit, in the form of corrosion under the switch dome assembly. As the manufacturing process would not have caused corrosion, it is probable that the device was pre-cleaned before being sent for analysis; or even possible reprocessed.